Event description:
The surgery center reported explanting a h60m hydroview intraocular lens due to clouding/opacity of the lens optic.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. This device is an obsolete product no longer manufactured by b+l.